Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) female pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.